Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 of the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: per customer, they received about 5 reports this week of issues with the IV catheters both 20 and 22g, stating that the needle retracts prior to hitting the button or not being able to get the needle to retract at all.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of these batches. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 of the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: per customer, they received about 5 reports this week of issues with the IV catheters both 20 and 22g, stating that the needle retracts prior to hitting the button or not being able to get the needle to retract at all.